Event description:
During sample evaluation by baxter personnel, a colleague infusion pump was found to have the air in line printed circuit board (ail pcb) on channel a out of calibration. This complaint had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be a duplicate of 6000001-2011-38657. All reporting information regarding this event will be addressed in 6000001-2011-38657.